Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported that the vent would not power on. The device was evaluated by the field service engineer and the reported issue was confirmed. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The field service engineer replaced the power supply, installed backup battery, and then installed a new power cord and ac cord clamp to address the reported issue. The unit passed all testing and functions as intended.

Manufacturer narrative:
G4: 01jul2020 b4: (B)(6)2020. Power supply was received for evaluation. There were no signs of damage or contamination during visual inspection. The power supply was installed onto the test ventilator in an attempt to duplicate the reported issue. After testing, it was determined that the reported issue was caused by a failed c56. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.